Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose (bg) value of 300 mg/dl with trace ketones, extreme thirst, and symptoms of dehydration. The reporter also indicated that the patient had been sick with stomach problems that may have contributed to the alleged bg excursion. During troubleshooting with customer technical support (cts), it was revealed that the bolus settings were incorrectly programmed, and the user had been overriding the dosages recommended by the bolus calculation feature. Reportedly, the patient remained on insulin pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was also revealed that the basal delivery totals did add up to match the basal program, and the basal histories matched the active basal settings. The boluses were also recorded as programmed, and the bolus totals matched the bolus history. The patient was able to deliver one unit via air bolus while on the phone with cts and it did record correctly in the pump's history. The patient was referred to their health care provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error.